Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon injected a cc4204a implantable collamer lens, +21.5 diopter, in the patient's eye and a tear was noticed. The lens was removed and a non staar lens was implanted within the same surgery. There was no patient injury. The reporter stated that the cause of event was unknown.